Event description:
It was reported that upon positioning the microcatheter, the coil detached. The coil stretched from the aneurysm to the puncture site at the femoral artery. We have requested additional information as all the incident details and patient status were not known when the incident was initially reported. Patient information - patient identifier and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as the sample remains within the patient and the delivery pusher was reported unavailable. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.